Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: during the case, bleeding occurred from the side of 1st clip which was applied on the right gastroepiploic vein. The same trouble occurred after second firing. Using another device, the procedure was completed. Bleeding was less than 200cc. No tissue damage. No additional tissue loss. Nothing fell into cavity. A video was received of the case and the vessel appeared to be torn.

Manufacturer narrative:
(B)(4).